Event description:
A report was received that the patient is experiencing issues with ipg and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no patient adverse event occurred. Analysis of sc-1200 (s/n (B)(4)) revealed that the complaint of telemetry anomaly was confirmed. The internal visual inspection found that one of the antenna coil ends was fractured at the solder site. The fractured solder of the coil was the source of the reported communication anomaly with the associated remote control.

Event description:
A report was received that the patient is experiencing issues with ipg and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is experiencing issues with ipg and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is experiencing issues with ipg and will undergo an ipg replacement procedure.